Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A review of the treatment history shows that the patient performed multiple treatments since the complaint event date. Due to the continued use, the cycler is no longer in the reported state and a physical evaluation is not applicable. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The become aware date was inadvertently submitted as 3/05/2021 in the initial MDR. The correct g3 date for the initial MDR is 3/04/2021.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.